Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had elevated thresholds, decreased sensing and impedances. A chest x-ray confirmed a lead dislodgment. An attempt was made to reposition the lead however after repeated dislodgements and inconsistent thresholds the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.